Manufacturer narrative:
According to the report, "incident description: syncopal episode, code called, echo obtained with moderate pericardial effusion noted. Required mediastinal exploration and found bleeding at tear in homograft at cardioplegia needle site. Required with pericardial patch and teflon felt wrap." Additional information was received in the form of operative notes, which included the date of surgery, (B)(6) 1999. Preoperative diagnosis: coronary artery disease, aortic insufficiency with dilated aortic root and sinus valsalva aneurysms. Operation performed: cab (coronary artery bypass) times three with saphenous vein graft to lad (left anterior descending artery), saphenous graft to ramus, saphenous vein graft to obtuse marginal. Aortic root replacement using 23mm homograft with reimplantation of both right and left coronary ostia. Transesophageal echocardiogram. Allograft 6416179 was not returned to cryolife so no direct observations could be made. The certificate of assurance for the allograft was reviewed and the following attributes were documented: "fenestrations: rsc [right semilunar cusp] (psc) [posterior semilunar cusp] one 3mm. Light plaque in conduit. Light plaque on aml [anterior mitral leaflet]. Fibrous tip on rsc." A review was performed of the available information. Study patient underwent homograft implant via aortic root replacement with concomitant CABG (coronary artery bypass graft) at (B)(6). The indication for aortic valve replacement was aortic insufficiency (grade unknown). Aortic valve disease etiology was annuloaortic ectasia. Pre-operative co-existing cardiac conditions included aortic root aneurysm, left ventricular hypertrophy, and coronary artery disease. The patient's risk factors included cerebrovascular disease (prior cva (B)(6) 1998 thalamic region with right sided residual weakness and facial droop), former cigarette smoker, and hypertension. According to a follow-up visit on (B)(6) 1999, "av [aortic valve] appeared trileaflet and normal; the ascending and descending aorta also appeared normal." The allograft was still implanted at last known follow-up on (B)(6) 2007. Operative notes from the original avr implant and clinical progress notes were provided by the site. The operative note from the avr procedure states, "at this point, cardioplegic solution was injected into the homograft root and all sutures appeared relatively secure." Progress notes from (B)(6) 1999 state, "code 99 - patient had syncopal episode," "op note - procedure mediastinal explorat (exploration) and repair tear in homograft at cardioplegia needle site," and "tear in homograft at cardioplegia needle site. Very friable aortic tissue. Redone with repair x2. Repaired with pericardial patch plus teflon felt wrap." The progress note also states "suture pulled through tissue and caused bleeding per [the surgeon]." The patient experienced post-operative bleeding 2 days after implantation of the aortic homograft. The medical record is not clear as to the site of bleeding. The surgeon's handwritten operative note states that there was a tear in the homograft at the cardioplegic needle site. A side note written at an unknown time by an unknown person for the study sites states that suture pulled through the tissue causing bleeding per [the surgeon]. It remains unknown if there was one or two bleeding sites. Assuming a worst case of two bleeding sites, it appears that one site may be related to a defect caused by excessive tension on the sutures at the distal anastomosis. The outer site may have been related to injury to the homograft caused by injection of cardioplegia solution. The records for donor (B)(6) were reviewed. The donor was (B)(6) male who died of head trauma. The available medical records show no evidence of infection or other systemic disease that may have adversely affected the integrity of the aortic homograft. Bleeding following aortic valve replacement has been reported in the literature (bekkers, 2011; dagenais, 2005; dossche, 1999). Similar rates of post-operative bleeding have been reported for reported for different valve types used for aortic valve replacement (dagenais 2005). Older age at implant (>65 years of age) and concomitant procedure have been reported as potential risk factors for post-operative bleeding (dagenais 2005; stamou 2015; svensson 2013). The root cause of the reported event is unknown; however, surgical technique including excessive tension on the distal suture line and injury to the homograft caused by cardioplegia injection may have contributed to this event. Homograft was still implanted as of last known follow-up on (B)(6) 2007, approximately 8 years after implant. The IFU provides the following instructions: "cardiac allografts are human biological tissues and, as such present considerable anatomical variation. Specific allograft attributes (representing normal biologic variation) and donor-specific information are described in the allograft diagram and the certificate of assurance supplied with each allograft." The root cause of the event is unknown; however, surgical technique including excessive tension on the distal suture line and injury to the homograft caused by cardioplegia injection may have contributed to this event.

Event description:
According to the report, "incident description: syncopal episode, code called, echo obtained with moderate pericardial effusion noted. Required mediastinal exploration and found bleeding at tear in homograft at cardioplegia needle site. Required with pericardial patch and teflon felt wrap."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "incident description: syncopal episode, code called, echo obtained with moderate pericardial effusion noted. Required mediastinal exploration and found bleeding at tear in hemograft at cardioplea needle site. Required with pericardial patch and teflon felt wrap."